Manufacturer narrative:
The returned device was intended for treatment. Visual evaluation under magnification shows extensive electrode wear and a detached screen. There is a significant amount of discoloration on the tip from activation of the wand, detached adhesive around the spacer, and presence of dried tissue in the suction orifice. There are scratch marks present on the cap, exposed shaft near the tip, and damage to the black shrink tube near the handle of the device. There were no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller and plasma was generated on the remaining electrodes. The suction line was tested and saline flowed through-out the line without hesitation. The complaint was verified and the root cause is consistent with wear of the electrodes. Due to the extensive wear of the electrodes, the screen became detached. Wear of the electrodes is dependent on factors that can accelerate the wear of electrodes such as using set points higher than the default settings or using the wand for an extended period of time. It is possible that the device came into contact with another hard object, as can be seen from the scratch marks on the device, which could cause detachment of the screen. There are no indications during manufacturing record review that would suggest the wand did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ambient super turbovac 90 tip broke during a case. The broken piece was able to be located but it is not known if/how it was retrieved. The incident resulted in a surgical delay of 30 minutes. No patient injury or other complications were reported.